Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly on (B)(6) 2018 the patient fainted and an urgent pacemaker check was performed. Ventricular pacing threshold elevation was confirmed. During testing, ventricular threshold was unstable, loss of capture was observed at 4.5v and ventricular capture was confirmed at 3.0v. No abnormality was confirmed on ventricular lead impedance measurement neither noise was confirmed on arrhythmia episodes. Ventricular capture was confirmed at 7.5 v/1.0 ms, ventricular output was reprogrammed to 7.5 v/1.0 ms. On (B)(6) 2018 a re-intervention was performed. The ventricular lead was measured with a pacing system analyzer, the ventricular lead impedance was 480 ohms and the ventricular amplitude was 4.0-5.6mv. However, intermittent loss of capture at 7.5 v was confirmed, therefore the use of ventricular lead was discontinued. It should be noted that in order to implant new ventricular lead, insertion of sheath introducer was attempted from the same side of the pacing system, however, sheath introducer could not be inserted since vein was narrow. The physician decided to implant new pacing system on the opposite side. The pacemaker and the ventricular lead were explanted. The atrial lead could not be explanted, therefore it was capped and abandoned inside patient's body.

Manufacturer narrative:
Preliminary review of the available patient files showed the following issues relative to the ventricular channel: episodes with undersensing. Sensing histograms approaching the undersensing zone. Suspected capture failure.

Event description:
Reportedly on (B)(6) 2018 the patient fainted and an urgent pacemaker check was performed. Ventricular pacing threshold elevation was confirmed. During testing, ventricular threshold was unstable, loss of capture was observed at 4.5v and ventricular capture was confirmed at 3.0v. No abnormality was confirmed on ventricular lead impedance measurement neither noise was confirmed on arrhythmia episodes. Ventricular capture was confirmed at 7.5 v/1.0 ms, ventricular output was reprogrammed to 7.5 v/1.0 ms. On (B)(6) 2018 a re-intervention was performed. The ventricular lead was measured with a pacing system analyzer, the ventricular lead impedance was 480 ohms and the ventricular amplitude was 4.0-5.6mv. However, intermittent loss of capture at 7.5 v was confirmed, therefore the use of ventricular lead was discontinued. It should be noted that in order to implant new ventricular lead, insertion of sheath introducer was attempted from the same side of the pacing system, however, sheath introducer could not be inserted since vein was narrow. The physician decided to implant new pacing system on the opposite side. The pacemaker and the ventricular lead were explanted. The atrial lead could not be explanted, therefore it was capped and abandoned inside patient's body.

Event description:
Reportedly on (B)(6) 2018 the patient fainted and an urgent pacemaker check was performed. Ventricular pacing threshold elevation was confirmed. During testing, ventricular threshold was unstable, loss of capture was observed at 4.5v and ventricular capture was confirmed at 3.0v. No abnormality was confirmed on ventricular lead impedance measurement neither noise was confirmed on arrhythmia episodes. Ventricular capture was confirmed at 7.5 v/1.0 ms, ventricular output was reprogrammed to 7.5 v/1.0 ms. On (B)(6) 2018 a re-intervention was performed. The ventricular lead was measured with a pacing system analyzer, the ventricular lead impedance was 480 ohms and the ventricular amplitude was 4.0-5.6mv. However, intermittent loss of capture at 7.5 v was confirmed, therefore the use of ventricular lead was discontinued. It should be noted that in order to implant new ventricular lead, insertion of sheath introducer was attempted from the same side of the pacing system, however, sheath introducer could not be inserted since vein was narrow. The physician decided to implant new pacing system on the opposite side. The pacemaker and the ventricular lead were explanted. The atrial lead could not be explanted, therefore it was capped and abandoned inside patient's body.

Manufacturer narrative:
Please refer to the attached file.

Manufacturer narrative:
Analysis of the associated returned lead vega r52 s.n, (B)(4) (file-2018-02407) indicated that the issue is most probably associated to a lead position/displacement issue.

Event description:
Reportedly on (B)(6) 2018 the patient fainted and an urgent pacemaker check was performed. Ventricular pacing threshold elevation was confirmed. During testing, ventricular threshold was unstable, loss of capture was observed at 4.5v and ventricular capture was confirmed at 3.0v. No abnormality was confirmed on ventricular lead impedance measurement neither noise was confirmed on arrhythmia episodes. Ventricular capture was confirmed at 7.5 v/1.0 ms, ventricular output was reprogrammed to 7.5 v/1.0 ms. On (B)(6) 2018 a re-intervention was performed. The ventricular lead was measured with a pacing system analyzer, the ventricular lead impedance was 480 ohms and the ventricular amplitude was 4.0-5.6mv. However, intermittent loss of capture at 7.5 v was confirmed, therefore the use of ventricular lead was discontinued. It should be noted that in order to implant new ventricular lead, insertion of sheath introducer was attempted from the same side of the pacing system, however, sheath introducer could not be inserted since vein was narrow. The physician decided to implant new pacing system on the opposite side. The pacemaker and the ventricular lead were explanted. The atrial lead could not be explanted, therefore it was capped and abandoned inside patient's body.